Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that an "air in blood" alarm was triggered. An external blood leakage at the level of the warmer connection was also observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of prismaflex st150 set photographs, an external blood leak was observed. No additional information is available.